Event description:
Programming history database periodic review was performed. A high impedance event has been verified. No additional relevant information has been received to date. No known surgical intervention has occurred to date.